Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two resolute onyx rx coronary, drug eluting stent were used during a procedure to treat a severely calcified, moderate tortuosity distal circumflex (cx) artery. There was no issue noted when removing the devices from the hoop. Both devices were inspected with no issues noted. Negative prep was performed. The lesion was pre dilated. The device did pass through a previously deployed stent resistance was encountered when advancing the device. It was reported that both stents failed to cross the lesions and the stents became dislodged. Both stents were crushed against the arterial wall. The patient is stable and alive with no other complications.

Manufacturer narrative:
Additional information: there were no difficulties noted when removing the protective sheath from either device. Both stents were inspected post removal of the protective sheath with no issues or damage noted. It was stated that the inflation device remained on neutral pressure during delivery of both devices. It was later confirmed that the resolute onyx 2.5 x 8 stent remains in the patient by utilization of the crushing technique. It was later clarified that the resolute onyx 3.00x15mm stent had not dislodged but the stent was thought to have been damaged from multiple attempts made to cross the calcified lesion. The stent had not dislodged at any point. It was removed from the body and a new stent was used. Correction: excessive force was used during the delivery of the resolute onyx stent (3.00x15mm). It was reported that the resolute onyx stent (3.00x15mm) deformed in vivo. H1. Type of reportable event: serious injury medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.